Event description:
On 05/11/1998, the facility's or/asu nurse manager informed the MFR's rep of the following: the device was inserted on 04/09/1998. On 04/28/1998. They were unable to access the device and as a result, a venogram was performed (results not known at the time of this report). The pt was admitted to the hosp on 04/29/1998. A subclavian vein thrombosis was noted. The device was explanted on 05/01/1998. Additionally, it was stated that the surgeon did not think the device was defective, but thought it best to return the device to the MFR for analysis. No further details were provided at this time.